Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 4. The patient's largest prescribed fill volume (lpfv) was 1300 ml and the drain volume was 2406 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain- false empty detect and use error, clinician inappropriately set minimum drain volume percentage setting too low. Homechoice apd systems trainer?s guide. Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." If additional relevant information becomes available, then a follow up report will be sent.